Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead had an infection. Reportedly, the patient was told by another field representative that she would have a pocket revision due to infection. Additional information received indicates that the patient showed up in the clinic 2 weeks ago. The clinic noted that the pocket was suspected to be infected. So, they brought the patient in for a pocket revision on friday, (B)(6) 2020 but the md said that the infection was big enough that the system needed to be extracted. The patient had not been worked up sufficiently for this, but the md attempted to remove the leads with slight tugging. The right atrial (ra) lead came out without issue while the right ventricular (rv) lead broke after the helix would not retract. The md was not happy and is alleging that the lead is not good. Explanting physician md craig mccotter at baptist health, lexington. The explanted products were sent to hospital pathology and will not be returning. No additional adverse patient effects were reported. The rv lead was not returned for analysis.

Manufacturer narrative:
This implantable lead has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation has determined that this lead's tip separation during removal results from a mixture of lead handling, patient anatomy, and lead design. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead had an infection. Reportedly, the patient was told by another field representative that she would have a pocket revision due to infection. Additional information received indicates that the patient showed up in the clinic 2 weeks ago. The clinic noted that the pocket was suspected to be infected. So, they brought the patient in for a pocket revision on friday, 07/24/2020 but the md said that the infection was big enough that the system needed to be extracted. The patient had not been worked up sufficiently for this, but the md attempted to remove the leads with slight tugging. The right atrial (ra) lead came out without issue while the right ventricular (rv) lead broke after the helix would not retract. The md was not happy and is alleging that the lead is not good. Explanting physician md craig mccotter at baptist health, lexington. The explanted products were sent to hospital pathology and will not be returning. No additional adverse patient effects were reported. The rv lead was not returned for analysis. This implantable lead has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation has determined that this lead's tip separation during removal results from a mixture of lead handling, patient anatomy, and lead design.